Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during basal delivery. Customer was using the same cartridge for both alarms. Customer reloaded the cartridge to clear the alarm. Customer's blood glucose was 100-180 mg/dl.